Manufacturer narrative:
Additional information was received: the procedure was delayed for 142 minutes.

Manufacturer narrative:
Based on the information provided, the catheter buckling issue was investigated and an isi field service engineer (fse) replaced the flexible instrument manipulator (fim). In a subsequent procedure, the catheter buckling still reoccurred. The customer then switched from using a water-based lubricant to a silicone-based lubricant. After the customer switched the lubricant, there were no additional issues reported. Review of the system logs confirmed the errors indicative of catheter buckling within the catheter guide during the procedure. After the removal of the instruments and accessories, recoverable faults were successfully recovered by the user. The log showed errors related to catheter buckling reoccurred after the system restarted and with use of two different catheter guides. The logs did not show the system ended the procedure itself nor forced the user to start a new procedure as reported. An isi medical safety officer reviewed the event and concluded that a 71-year-old female underwent an ion endoluminal bronchoscopic biopsy as part of a clinical study for a 15.7 mm right upper lobe lung nodule. A malfunction of the ion system resulted in a 82-minute delay while the patient was under general anesthesia. The ion system error was unable to be corrected and the study procedure was aborted. The biopsy was successfully completed with another bronchoscopic method. There were no other adverse events. Based on the available data, the ion system error led to an 82-minute delay without other adverse events and the biopsy was completed via another method.

Event description:
A patient underwent an ion endoluminal biopsy procedure as part of a clinical study on (B)(6) 2023 and an issue with the system led to a major procedure delay. During the procedure, the physician reported issues about catheter buckling within the catheter guide. After attempting troubleshooting with an intuitive surgical, inc. (Isi) technical support engineer (tse), the physician continued with the procedure. About 75 minutes into the procedure, the physician reached out to the tse again with a catheter guide error occurring when he was 1cm away from the biopsy target. The ion system entered a nonrecoverable faulted state in which the physician was unable to retract the catheter with the carriage clutch button. The ion system was undocked and the instruments and accessories were asked to be removed which resulted with the expiring of the catheter (it was on its last of five lives). The ion system then ended the procedure itself. The tse asked the customer to perform a hard power cycle of the system and a restart. Upon reinstalling the catheter guide, the same error persisted. The following troubleshooting steps were performed: cleaning the chip of the catheter guide and the pins on the ion system. Different catheter guides were also attempted but the error persisted. The physician made the decision to convert the ion procedure to another bronchoscopy method. The procedure was delayed for 82 minutes with extended total general anesthesia time (3hr and 19minutes). The patient was discharged home the same day after the procedure with no post-procedural complications reported.

Manufacturer narrative:
The flexible instrument manipulator (fim) was returned for failure analysis. The unit passed the friction test without any catheter buckling errors. The analysis replicated the pogo pin engagement errors and confirmed that there were connection issues with pogo pin on the fim and catheter guide, which confirmed the replacement of fim. Please refer to annex codes for updates on annex b, c, d and g.

Event description:
Refer to h10/h11 for follow-up information.